Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that, "the step drill is dull. Upon reaming the femoral head for the lag screw it displaces."